Event description:
It was reported that during an unknown procedure when the doctor used the mcs20 devices the nails dropped. No patient consequences reported. Procedure was completed with a same like device.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Clearing misfire. The analysis results found that the mcs20 device was returned in good visual condition with a clip in the jaws. Upon visual inspection the stack pressure of the device was noted to be in bad condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed four clips as intended; then the instrument was cycled again and no clip was fed into the jaws. The device locked out as intended. In order to evaluate the condition of the internal components, the device was disassembled and no anomalies were noted with the internal components. No conclusion could be reached as to what may have caused the feeding incident. No incident related to the reported event was observed during the batch record review.